Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Other device used: catalog # 00599603014, nexgen lps-flex articular surface, lot # 51668500. Catalog # 00598603701, nexgen stemmed tibial component, lot # 24840700, manufactured by zimmer (B)(6). Catalog # 00597206532, nexgen all poly patella, lot # 2543380, manufactured by: zimmer (B)(6). This report will be amended when our investigation is complete.

Event description:
It has now been reported that the patient was revised in two stages due to infection. On (B)(6) 2014 the implants were removed and a cement insert, steinman pin and wire were implanted. On (B)(6) 2014 patient was revised with full total joint replacement.

Manufacturer narrative:
Explanted product was not returned for review. The device history file for the femoral was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. Primary surgery notes provided. A review of those notes finds no deviations or anomalies with the surgery. The revision surgery report notes the patient was revised for an infected tka. The elapsed time between the original tka and the revision surgeries was almost 12 years. The (B)(6) notes that infections can be related to surgeries only within 1 year if an implant is in place and involves deep soft tissues. Also, single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A complaint history search was conducted and found no other complaints for the part/lot combinations. Compatibility of the components was reviewed with no issues found. A definitive root cause for the complaint cannot be determined with the information provided.